Manufacturer narrative:
(B)(4). Upon conclusion of the investigation, it was determined that the leak was caused by a loose connection between the supply line and supply bag. The cause of the loose connection could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) cassette experienced a leak during the last fill of automated peritoneal dialysis (apd) therapy. The home patient (hp) indicated that the leak occurred at the connection site between a supply bag and a supply line from the cassette. A technical service representative (tsr) assisted the hp with ending therapy. The tsr then instructed the hp to start over using new supplies or to complete therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.